Manufacturer narrative:
(B)(4): no data from the time of the event was available in the pump history due to continued patient use. There were no power issues observed in the black box for the available date range. No activity outside of normal use was observed in the black box or download history. The battery was tested and no contact defects were found. The battery cap attached to the pump and the pump powered on normally. The pump was exercised for 24 hours without alarms or power issues. The pump was opened and no power circuit issues were found.

Event description:
It was reported that the pump would not power on after a routine battery change. The reporter stated that the pump would vibrate and "chirp", but there was no light present. Upon follow-up, the reporter stated that the battery cap was "over-tightened" and then the light came on. The reporter denied any damage to the pump casing or to the battery cap. There was no patient impact as a result of the reported incident; the patient was reportedly disconnected from the pump at the time of the power issue while performing a battery change.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.